Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited high pacing thresholds and low sensing. As such, the lead was explanted and replaced. During the procedure, an insulation break was noted on the lead. No patient symptoms were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.